Event description:
It was reported by the rep that the (1) lcsc5 and the (1) hp052 were used during a laparoscopic donor nephrectomy procedure. It was reported that after approximately one hour of use, the lcsc5 signalled a solid tone. The instrument was cleaned and routine troubleshooting techniques were performed. The solid tone was not resolved. The luke handpiece used has been returned and is included in the package. The case was completed with another lcsc5. There was no pt consequence.